Event description:
Procedure type: unk. According to the reporter: the surgeon fired through halfway and found no more staples. A new instrument was used to complete the procedure. No patient injury reported.